Event description:
The facility representative reported a fail code 814:01 before use. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp representative stated that there were no reports of pt injury or med intervention. No add'l info is available.